Manufacturer narrative:
The lot number for the product involved in the initially reported event was updated from kr271957 to kr271895 as reflected in d4. Section d9 was updated with the product receipt date. Section h3 was updated with the current product evaluation status. The device was returned to olympus for evaluation, however as of this report the results of this evaluation are not yet complete. Once the results of this investigation become available a final report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d8 and h4. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the physical investigation we were able to detect the following errors: 1) the probe had broken around the outer pipe. 2) there were scratches on the probe. 3) from the photograph of the fracture surface of the probe, it was found that the fracture started from the origin of the crack in the probe. 4) the distal end of the item was inspected under a microscope and detected no scratches or contact marks at the non-insulated area of the grasping section. 5) the tissue pad is worn away. 6) the coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probe broken possibly occurred by the following mechanism: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2) a force was applied to the probe during spark generation. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The event can be detected/prevented by following the instructions for use which state: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported to olympus the thunderbeat 5 mm, 35 cm, front-actuated grip type s probe tip was missing, and the detached probe was found on the floor of the operating room. The reported issue was discovered upon entry into the peritoneal cavity, during a therapeutic left hemilectomy procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.